Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to exhibiting loss of capture, it was examined by x-ray imaging, but no issues evidence of lead damage was found. Another lead was implanted instead. No additional patient effects were reported.